Manufacturer narrative:
The referenced history of elevated lactate dehydrogenase was re ported under medwatch MFR# 2916596-2018-00735. Approximate age of device- 2 years, 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the lvad team had been tracking the patient weekly due to a history of elevated lactate dehydrogenase (ldh) and power elevations with the lvad. The patient's ldh range was in the 1600 u/l range and had been in the 1400 u/l range the previous week. The patient was admitted and heparin and integrilin were initiated with some decrease in ldh. Inr has been therapeutic. Ramp studies had been performed in the past, and the team was not planning on performing another one at this time. As of (B)(6) 2018, the patient is doing fine with ldh initially decreasing. The patient will continue to be evaluated. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted because the device remains in use. The evaluation of the submitted log files confirmed elevations in pump power and estimated flow as well as multiple low flow alarms; however, a specific correlation between the device and the reported event could not be conclusively determined. Despite the fluctuations in pump parameters, no atypical alarms were captured and the pump operated above the low speed limit throughout the log files. No further events have been reported at this time. Hemolysis is listed as a potential adverse event associated with device therapy. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Information was provided indicating that on (B)(6) 2018, a ridge from the ring gore-tex near the aortic anastomosis appeared to be obstructing the lvad outflow graft and an outflow revision was performed and the lactate dehydrogenase improved initially.